Manufacturer narrative:
Upon disassembly, the device was found to have widespread corrosion and debris and the front ball bearing was shattered. The device was discarded by the manufacturer.

Event description:
It was reported that during a tooth extraction the micro drill medium straight attachment overheated and burned the patient on the inside of the bottom lip. It was reported that the burn was roughly 2 cm in diameter and that burn cream was applied to the site. The procedure was completed successfully. No delay was reported with this event.

Event description:
It was reported that during a tooth extraction the micro drill medium straight attachment overheated and burned the patient on the inside of the bottom lip. It was reported that the burn was roughly 2 cm in diameter and that burn cream was applied to the site. The procedure was completed successfully. No delay was reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.